Event description:
It was reported that a malfunction alarm labeled malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was unable to continue troubleshooting the issue and planned to call back for further assistance.